Event description:
Patient/customer pressed her lifeline button multiple times on the night of (B)(6) 2024, due to not feeling well. The button did not connect with the philips lifeline 6900 communicator, so the patient/customer was unable to get help this way. Patient/customer was later taken to the hospital. On (B)(6) 2024 staff tested the 6900 communicator unit and tried to replace with a different button. Neither worked. Staff replaced 6900 communicator unit and was working fine.